Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer was white river rafting and the insulin pump started alarming with an open book image on the screen. The customer gave it to a guy and insulin pump was lost. There was another insulin pump error alarm prior to the open book image. The insulin pump had stopped working. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
After battery installation, device displayed a critical pump error on the lcd screen due to moisture damage electronic assembly. Unable to perform displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests or verify error 35 due to critical pump error alarm.